Manufacturer narrative:
Exemption number: e2015015.

Event description:
(B)(4) - the dentist reported that 7 months after the dental implant was installed in intraoral region #4 it was verified its non-osseointegration. Thirty ncm of primary stability was achieved and no further information was provided.